Manufacturer narrative:
H6: per a review of the complaint file, added a051104.

Event description:
Additional information was received. Eight days later during repositioning, the medical doctor stated difficulty with the impella 5.5 button.

Manufacturer narrative:
B1, b5 and h6 were updated due to new information received.

Manufacturer narrative:
D4: corrected the serial number, catalog number, and UDI. H6: omitted code a150203 and a0401. Added a0414.

Manufacturer narrative:
A051104 removed from h6. The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported an impella 5.5 was implanted for mechanical circulatory support. A hematoma was noted at the surgical cutdown site. A washout of the access site was planned. The patient remains on support.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. Additional information was provided in d6b. Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the code (device repositioning) has been added to this report. Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the codes (pd-any device-(separation, break) and difficult to place or position) had been added to this report.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 39-year-old female patient presenting with cardiomyopathy, society for cardiovascular angiography and interventions shock stage d. The patient's comorbidities were unknown. Hematoma developed at the surgical cutdown site, and a washout of the access site was planned. During repositioning, the physician reported difficulty with the impella 5.5 control button. The nurse practitioner reported that the patient was taken to the catheterization laboratory, where a suction alarm was noted and was unable to be resolved despite the impella inlet appearing free and clear. Attempts to reposition the device were unsuccessful. The clear sheath on the impella was later observed to be torn, and the team planned to take the patient to the operating room to exchange the device. An additional contributing factor was that the pump had been in place for more than 30 days. The patient survived to explant. The reported events are hematoma, positioning issues, and product damage. The hematoma requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, as well as procedural factors related to surgical cutdown. The positioning issue is consistent with challenges seen in the setting of prolonged support, changing anatomy at the graft site, hemodynamic instability, and difficulty obtaining an optimal inlet-to-annulus distance. The product damage is consistent with mechanical stress on the external sheath during manipulation or repositioning, particularly in cases with prolonged indwelling time.